Event description:
The customer reported that the insulin pump is frozen on the version display and had unresponsive buttons. The blood glucose reading was 183 mg/dl. Advised the customer to remove the battery for five minutes, but the anomaly continues and the time clock was not advancing. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.